Manufacturer narrative:
The customer reported that, after a power outage, the ups would not hold a charge, which caused the central nurse's station (cns) to shut down. The central nurse's station (cns) then powered up to a blue screen. The customer later reported that the hard disk drive (hdd) was salvageable and they were able to run a scan disc recovery. The unit is now working with no further issues.

Event description:
The customer reported that, after a power outage, the ups would not hold a charge, which caused the central nurse's station (cns) to shut down. The central nurse's station (cns) then powered up to a blue screen.